Event description:
Healthcare professional (hcp) reported on incident of a pt reaction with the psn 210 dialyzer. It was reported that 12 minutes into treatment, the pt experienced chest pain and shortness of breath. The pt was administered nitroglycerine (sublingual, dose unknown). It was reported that after a few minutes, the pain spread through the pt's right flank. Treatment was stopped and approximately ten minutes later was resumed on a new psn 210 dialyzer of the same lot. It was reported that the pt's symptoms resolved with the use of the new dialyzer and that the pt has recovered.